Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the lead, resistance was met while advancing the lead. Upon removal, the guidewire was found to be bent. Hcp requested a new lead kit for a replacement guidewire. The guidewire from the new kit was used to successfully advance the lead. No impedances were found, and intraoperative testing showed good patient coverage.